Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1923bc, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, when installing the external screws, the suture was properly pressed. The fibula was very hard and during the pressing process, the external screw was completely broken. This was detected during an ankle ligament repair surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1923bc. There were no patient harm and no secondary procedure needed.